Event description:
It was reported to boston scientific corporation that an ultraflex proximal tracheobronchial stent was used during an airway stent placement procedure on a female. According to the complainant, difficulty was experienced deploying the stent. The stent appeared to be stuck to the catheter. The procedure was completed by shaking the catheter of this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.